Event description:
Air compact air trigger sticking resulting in adverse pt event. 1) loss of reduction, 2) need for 2nd procedure, 3) fracture of 2nd/3rd metatarsal. (1st & 2nd drill used had sticking trigger)